Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient's implantable pulse generator (ipg) system migrated and they could see the leads under the skin. The ipg pocket was revised and the ipg system remains in use. No patient complications have been reported as a result of this event.